Event description:
It was reported to philips that the system gave alerts indicating the image disk was full and image processing computer was unable to boot, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.